Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the pfna blade became stuck to the insertion handle. The surgeon opened a new set of pfna blade and insertion handle instruments to complete the operation. The insertion handle was the pfna blade impaction handle which became stuck. The surgery was completed successfully with 15 minutes delay. There was no patient consequence. Concomitant device reported: unk - nails: pfna (part # unknown, lot # unknown, quantity 1). This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).

Event description:
Concomitant device reported: impactor f/pfna blade (part number 03.010.410, lot l360166, quantity 1), pfna blade perf l85 tan (part number 04.027.032s, lot 5l53624, quantity 1), nails: pfna (part number unknown, lot unknown, quantity 1). This report involves one (1) protect sleeve 16/11 f/pfna blade. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If g5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: customer quality (cq) zuchwil. Selected flow: device interaction/functional. Visual inspection: the protection sleeve is in a used condition, there are some strong nicks and dents visible. Also there are wear marks all over the device. Functional testing: the received blade was assembled with the also received impactor. The assembled devices could be easily inserted at the beginning of the sleeve and then suddenly did get stuck when the end cap of the blade did reach the end of the sleeve. It was just with high force possible to push the blade completely through the sleeve. Dimensional inspection: due to the findings of the function test the outer measurement at the end was compared with the measurement in the middle of the sleeve. The findings indicate that the sleeve is deformed/compressed at the end, where the end cap of the blade does get stuck. This deformation is also confirmed by the inner diameter. Drawing/specification review: drawing was reviewed to verify the relevant dimensions of the sleeve. Investigation conclusion: the complaint is confirmed as the assembled blade/impactor combination could not be inserted into the protection sleeve as required. There is much too high resistance at the end of the sleeve. This malfunction is caused by a deformation at the end of the sleeve, the tube is compressed which reduces the inner diameter of the device. The age and the used condition indicate that this device was previously used without any issues, which let us assume that the deformation was caused post-manufacturing by any event during use or reprocessing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 356.818, lot: l599740 , manufacturing site: bettlach, release to warehouse date: october 30, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.